Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6) implanted:(B)(6) 2014 explanted: product type extension product ID 3708660 lot# serial# (B)(6) implanted:(B)(6) 2014 explanted: product type extension product ID 37601 lot# serial# (B)(6) implanted: explanted: product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that the impedances are still high. Prior to normal ins battery replacement right hemisphere 11-13k except 8<(>&<)>9 bipolar pair. Following the normal battery replacement the impedance values remained the same. Extension tail appeared normal, per surgeon. Cleaned, wiped extension tails and inserted per implant specification. No change in impedance readings. Patient therapy has remained the same.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2014 product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2014 product type extension product ID 37601 lot# serial# (B)(6) product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the migration and high impedances was unknown. It was potentially the connector between the cranial lead and extension but unable to truly determine. There were no actions taken to resolve the issue at the time and the issue hadn¿t resolved. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial#: (B)(4). Implanted: (B)(6) 2014, product type: extension. Product ID: 37601, serial#: (B)(4), product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 07-nov-2017, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 07-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the issue was found as a result of pre-op impedance checks as well as feeling something in their neck. Upon palpating the connector between cranial lead and extension it was noted it had migrated. X-ray¿s taken 2 years ago showed connection further down in the neck than expected. There was no cause immediately determined. Impedances tested at 3v had some range at >4000 ohms. The ipg was changed for eri, but the high impedances remained. The issue had not resolved. There were no further complications reported.